Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for back surgery. The customer was hospitalized for two weeks starting from (B)(6) 2014. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump was removed for the two week period in the hosp. The customer needed assistance with delivering bolus using the insulin pump because she had forgotten the process. Provided assistance on how to bolus using the bolus wizard. Nothing further reported.